Event description:
The customer reported that insulin was leaking into the reservoir compartment. The customer stated that the o-rings in the reservoir are ok, and no cracks or splits in the barrel were noted. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.